Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: (B)(6). No adverse event reported. Test strips have been discarded; meter requested to be returned for evaluation.